Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope was leaking at distal end during preparation for use. Upon inspection and evaluation, there is a gap between acoustic lens and ultrasound probe. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's issue of ¿leaking at distal end¿ was confirmed. The following findings were also noted during device evaluation: due to wear of the lock engagement lever, up/down knob cannot be locked securely, scope-cover plate is detached, due to damage on channel-tube, water tightness is lost, acoustic lens is damaged, the adhesive on bending section has a crack, and due to wear of angle wire, bending angle in up direction does not meet specifications. Based on the results of the investigation, it is likely that the following led to the malfunction: a definitive root cause cannot be identified. In addition, it is presumed that the phenomenon occurred due to mishandling of the customer or deterioration caused by aging. A device history review revealed the DHR of the subject device and confirmed that the device was shipped in accordance with specifications. It was confirmed that there was no non-conformity of the device during manufacturing. As a result of confirming instruction manual and product labeling, there was no abnormality that leads to the phenomena. Olympus will continue to monitor the field performance of this device.